Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The buttons stopped responding. The insulin pump alarmed battery out limit but they were unable to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test or self test due keypad anomaly. No frozen screens were noted. The device was received with cracked case at display window corners, cracked display window, minor scratched display window and case.